Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this flotrac sensor provided inaccurate pressure values. There was no comparative data obtained from another source. Replacing the sensor with a new one solved the issue. There was no allegation of patient injury. The device was available for evaluation. Patient demographic data was unable to be obtained.